Event description:
During a pelviscopic procedure, an ethicon specimen retrieval bag was used and removed. The md needed to open pt due to diagnosis and upon further exploration, the md found a metallic strip; removed the strip; and identified the strip as part of the specimen retrieval bag. At the time the bag was removed, it was not realized that the spring had broken off.